Event description:
Limited information was provided. Customer reported the copios extend membrane overall is hard to secure. Patient came back for post-op and the membrane wasn't there and this was two weeks after initial surgery. A delay in surgery was indicated since the implant was removed and the patient needs to heal before the 2nd attempt. No indication of impact to patient was reported. Additional information on patient outcome was requested, but not provided.